Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and absence of no delivery alarm. Customer's blood glucose level was in 500 mg/dl range. Customer treated their high blood glucose via manual injections. Customer believed the insulin pump did not deliver insulin and they would not receive no delivery alarm. Customer declined to receive a new insulin pump and they advised they would call back for assistance.